Manufacturer narrative:
A review of the manufacturing and inspection records for the provided lot was conducted. No deviations or non-conformances were found. One sample was returned for review. Visual inspection found no damage to the luer of the catheter, however, the luer was occluded with dried bodily fluids. Due to the condition of the luer, functional testing was not possible, therefore, the reported issue of leakage could not be verified. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, a thorough investigation could not be conducted to establish a definite root cause and an appropriate corrective action. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. Argon's sustaining engineering team is aware of this complaint and is currently investigating the root cause via project. Additional information provided in h.3., h.6. And h.11.

Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.

Event description:
¿Leak¿ ¿at hub¿ ¿line had to be pulled¿ duration: ¿<6hrs¿ continuous infusions: ¿d10.2 at 5.5¿ medications: ¿ampicillin, gentamicin, and caffeine¿ notes: ¿rn noted fluid leaking underneath PICC dressing. Rn notified lip. PICC line dressing removed and PICC line further assessed by lip. Lip changed microtubing and leaking continued. PICC line removed due to leaking.¿